Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed no evidence of a power issue. Call service 052/054 alarms were observed in the black box. No moisture/corrosion was observed in the battery compartment. The battery cap was not returned. The battery compartment was cracked on the side from the threads to the cover. The test battery cap was able to attach to the pump and power it on. The pump powered up to the verify screen with auditory and vibratory features. The pump was exercised for 24 hours and no reboots, power losses, or call service alarms were duplicated. The pump cover was removed to find no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.